Manufacturer narrative:
The physical evaluation of the device could not duplicate the reported error (e433) as the device tested appropriately. However, the front panel's plastic covering was cracked away from the neutral port and at the sides of the unit. Additionally, the grounding cable was disconnected from the circuit (lvps) board. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device; no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes of the e433 are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020 . Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The was returned to the service center for evaluation but the evaluation is in progress. A review of the returned asset's repair history shows the device was last service/inspected on july 13, 2018 (inspection only, in standard specification). The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the high frequency electro-surgical generator was reportedly "not working - error e433". No patient injury or harm was reported.